Event description:
The device was used during a laparoscopic oophorectomy procedure. Reportedly, the instrument was difficult to open. The surgeon applied cautery and resected the tissue at the application site to remove the device and complete the procedure. The hosp has reported the pt's condition is satisfactory.